Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed october 29, 2015.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site. The site was drained (date not reported) and the patient was treated with antibiotics (date not reported). Subsequently, the device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, july 17, 2015.